Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported stretched coil was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the instruction for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not: push, auger, withdraw, or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the tip becoming entrapped requiring force during removal appears to be related to circumstances of the procedure. The investigation determined the cause for the reported stretched coil, separation, twisted or bent wire, scraped teflon, and difficult to remove events was likely due to circumstances of the procedure. It is likely that during use the tip of the guidewire became entangled in the anatomy or with a previously implanted stent. Thus, during removal, the shaping ribbon separated, and the coils stretched as the wire was being removed with force. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
The return device analysis identified that the shaping ribbon separated proximal to distal tip solder.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the right coronary artery. A hi-torque balance middle weight (bmw) universal ii guide wire met resistance with the anatomy during removal. After strong manipulation the guide wire was removed with force, however; it was noted that the distal coils of the guide wire was stretched. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.